Event description:
It was reported that the pt has been experiencing muscle pain from shocking sensations. The pt is a chronic pain pt and has had shocking sensations when wearing the implant. The pt has never had correction discrimination. Background noise was always too loud and the volume adjustment inadequate. Always had scalp pain.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.